Event description:
Approx 17 years post-double valve replacement, the aortic valve was explanted due to pannus formation. Prior to explant the pt experienced a gradient of greater than 80mmhg across the aortic valve. The aortic valve was replaced with a 21agfn-756 and the postoperative echocardiogram showed a gradient of 80mmhg. At the time of explant, the pt also experienced paravalvular leak at the mitral valve and regurgitation at the tricuspid valve. Both the mitral and tricuspid valves were repaired at the time of the aortic valve explant.